Manufacturer narrative:
The device was returned and it was found that the metal was torn away from weld at bottom rear of side frame.

Event description:
The left side frame was broken at a weld.

Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The left side frame was broken at a weld.